Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia up to 400 mg/dl after a supply change using a contact detach infusion set, during which the infusion tubing was not primed and no drops were observed, indicating insulin delivery interruption; troubleshooting and education were provided to perform a full supply change and resume insulin, and no alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia lasting approximately 3.5 hours without hospitalization or professional medical intervention; the patient administered 14 units of subcutaneous insulin by pen and reported negative ketone testing. Investigation included technical support review and user education. Investigation of this case revealed use error related to infusion set priming resulting in no insulin delivery. It was concluded that the event was due to user technique and that the device functioned as designed once proper priming and supply change were performed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.